Manufacturer narrative:
(B)(4). Device not yet received by manufacturer.

Event description:
Per the clinic, the patient experienced a swelling with exudation around the implant side. The patient was treated with antibiotics (type, duration and dosage not reported) and underwent a procedure (date not reported) to drain the site; however, the issue could not be resolved. The patient underwent a revision surgery in (B)(6) 2014 (specific date not reported) to repair the skin flap; however, the issue could not be resolved. The patient experienced a skin flap breakdown resulting in extrusion of the implant body. The device was explanted on (B)(6) 2014, and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
This report is filed october 17, 2014.